Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo and ten samples were received by our quality team for evaluation. From the photo, the team is unable to determine the plunger movement functional failure. The samples were subjected to plunger breakout and sustaining force test and were within specifications. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported when using the bd 1ml syringe slip tip with bd precisionglide¿ needle there was difficult plunger movement. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the "plunger was stiff."